Event description:
The customer reported that the insulin pump alarmed motor error during the filling process. The caller attempted again and got a no delivery alarm. The customer mentioned having stomach pain and high blood glucose over 500mg/dl the entire week. Troubleshooting was performed and the drive support cap appears to be normal. Assisted the caller to run the displacement and self test and they passed. The manual prime was completed and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure test was performed and the test failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, and no delivery alarm test. The device was received with motor error alarms during the occlusion test and was unable to prime during the prime test due to moisture damage inside the force sensor. Further testing could not be performed due to the motor error alarms.